Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lighttrail single use laser fiber was used during preparation of an auriga xl 4007 laser console on (B)(6) 2021. There was no patient prepped or present when the event occurred. During preparation, the lighttrail single use laser fiber connector became hot to the touch and was burned as a result of a damaged focus lens on the auriga xl 4007 console. There was no burn or issue to the user as a result of the hot fiber connector. There was no patient or procedure involved with the event.